Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with groshong catheter was returned for evaluation. Visual, functional, and microscopic evaluations were performed. The investigation is confirmed for leakage, more specifically from damage due to flexural fatigue. A partial circumferential split was noted in the catheter. The catheter appeared compressed/narrowed at the split. The break surface appeared dull, with some smoothing at the edges, in particular near the center of the split. The identified split is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the port implanted via the right internal jugular vein allegedly leaked contrast medium near the insertion site during CT examination. Furthermore, during flushing with saline later allegedly demonstrated a leak again. It was further reported the port was removed, and a new port was placed via the left subclavian vein. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the port implanted via the right internal jugular vein allegedly leaked contrast medium near the insertion site during CT examination. Furthermore, during flushing with saline later allegedly demonstrated a leak again. It was further reported the port was removed, and a new port was placed via the left subclavian vein. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the port implanted via the right internal jugular vein allegedly leaked contrast medium near the insertion site during CT examination. Furthermore, during flushing with saline later allegedly demonstrated a leak again. It was further reported the port was removed, and a new port was placed via the left subclavian vein. The current patient status is unknown.